Event description:
It was reported that there was excessive fluid removal from a hospital in pt during a hemodialysis treatment. The pt was asymptomatic throughout the treatment. The problem was only identified after the pt was weighed post treatemnt. Based on the pre and post weights reported and what the machine had indicated was removed, there was a weight loss variance of aprroximately 1.5 kg.